Event description:
Same case as MDR ID# 2134265-2012-03008, same case as MDR ID# 2134265-2012-03009. It was reported that during a transjugular intrahepatic portosystemic shunt revision procedure a balloon rupture occurred. The target lesion was located in the mildly tortuous and severely calcified superior vena cava (svc). A 12.0 x 20, 75cm mustang balloon catheter was advanced to the "very difficult" target lesion. At an unspecified time during the procedure, a balloon rupture occurred at unknown atms. Several different balloons were used to successfully complete the procedure. No patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).